Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing and displayed service code 204 (belt/monitor unusable).

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. Additionally, there was contamination on the belt receptacle and ca board component j502/j1004. The root cause for the damaged connector was excessive force. The device is designed to meet iec 60601-1 mechanical requirements. The root cause for the lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.